Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot. During troubleshooting, the fse found that the system would not boot into applications mode; the customer had performed several cold boots. The suite pc software was corrupted. To resolve the issue, the fse reinstalled the system software per the 2.2.7 fco procedure. The system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.